Event description:
This spontaneous report was received on 25-nov-2011 from a reporter and concerns a male consumer (age unspecified) from (B)(6). This is a foreign report for an international product that is being submitted as similar to a us marketed product. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using band-aid brand adhesive bandage cutaneously, for a wound on his finger (lot number, frequency and expiration date unspecified). On the third day, the consumer observed that the wound had recovered but he developed a red rash on his finger. On the fourth day, the symptoms aggravated and he developed swelling and blisters. The consumer visited a physician and was prescribed bactroban (mupirocin topical) for external use. After an unspecified duration, the blisters broke as the consumer grabbed them due to itching. The consumer visited a hospital and was diagnosed with an allergic rash and was prescribed glucocorticoid (dexamethasone) for external use. The events did not resolve, so the consumer was treated with an unspecified intravenous medication in the emergency room. The action taken with the device and the outcome of the events were unknown. This report was assessed as serious (medically significant). The company causality was assessed as possible.

Manufacturer narrative:
This event occurred in (B)(6), it is being reported as a same/similar device to a currently marketed us product. The device in this case is not made or imported into the us. The (B)(4). This closes out this report unless other additional significant information is received.